Event description:
Information received regarding the device notes that prior to an implant procedure, interrogation of the device gave a telemetry error message. Subsequent interrogations repeated the error message. Parameters seen in the "shadow" back-ground exhibited dashes (---) for most parameters. The device could not be reprogrammed.